Event description:
A clinical examination in 2009, of a female demonstrated signs of an intra-atrial communication and an echocardiogram revealed an ostium secundum atrial septal defect (asd) with adequate margins for percutaneous closure with an amplatzer septal occluder ("aso"). A 14mm aso was implanted the next day at 7:00 am, in proper position with total closure of the defect and no complications. At 1:00 pm, the patient was in stable condition with no signs of bleeding at the puncture site. At 5:30 pm, the patient was making satisfactory progress and was discharged. Two days later, the patient's mother reported that the patient was dizzy and nauseous. The patient was found to be in good general condition; however, the patient had pain in the intercostal and pectoral muscles. It was considered that both the dizziness and the muscle pains were possible side effects from the anesthesia. The patient was treated with ibuprofen. Four days later, the implanting physician was notified that the patient's family found her on the floor of her room the night before. She was urgently moved to the clinic and an echocardiogram revealed a hemopericardium. The hemopericardium was drained surgically and a laceration in the anterior wall of the aorta was found and sutured. The patient was moved from surgery to the ICU where she remained intubated, with chest tubes to drain any residual bleeding. Three days later, the implanting physician spoke with the surgeon. The chest and orotracheal tubes were removed, as the patient had markedly recovered with a normal post-op.

Event description:
Reportedly, the patient died on an unknown date due to unknown reasons. Date of death is unknown; therefore, the aware date is being used as the occurrence date. No further details were provided. No explant or autopsy was reported. The device will be not returned. Information was learned from implant patient's registry.

Manufacturer narrative:
On 10/08/2009, the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformances.

Manufacturer narrative:
For a second device. No customer letter is required. No additional information was provided. This was determined reportable per edwards lifesciences procedures. DHR review has been started..